Event description:
The surgeon had performed a successful partial knee arthroplasty procedure. A few hours after the surgery, mako was informed that the pelvic checkpoint remained inadvertently implanted in the pt's bone. The surgeon decided not to remove the checkpoint.

Manufacturer narrative:
Controls regarding checkpoint removal can be found in the user guide, as well as the makoplasty sales specialist occupational competency training that requires a verbal notification of the operating room staff when the "remove checkpoints" alert screen comes up on the monitor (this happens twice at the end of the workflow). In this case, the surgeon did not believe the checkpoint would cause the pt any harm, and opted to leave the implanted checkpoint in place.